Manufacturer narrative:
H4: the lot was manufactured between may 1-3, 2024. H11: the actual device and a video of the sample were provided for evaluation. Visual inspection of the video showed leak (backflow) from the fill port during fill. Visual inspection of the actual device showed that the device contained fluid in its bladder, and when the fill port cap was opened, fluid was observed flowing out from the fill port. The reported condition was verified. The cause was due to a white particle stuck under the device's checkband which was related to user error. The white particle was identified as polycarbonate material via a fourier transform infrared spectroscopy (ftir) test. The source of polycarbonate particle may have likely come from the drug container that was used by the customer to fill the device without using a filter. Filling fluid in the infusor device without using a filter can potentially introduce particles from contaminated filling containers or equipment into the fill port of the infusor device and result in leak (backflow) at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during filling with a 0.9% saline solution. The pump was returning its contents when the 50 ml syringe was disconnected from the luer look system. There was no patient involvement. No additional information is available.